Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of erosion is a known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of erosion and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penis prosthesis (ipp) presented with erosion and the cylinder was felt in the scrotum. A surgical procedure was performed, and the device was removed and replaced. No further patient complications to report.